Event description:
Consumer says that she has been using the product for about 2.5 months and it vibrates loudly. She believes the vibration of the brush heads "may have played a role" in losing her teeth. Both teeth broke off at the gum line. Says she has been battling dental problems a long time, but doesn't feel that they were bad enough to fall out. She thinks the brush heads may have played a part in it but didn't cause it.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, and a root cause could not be established for this complaint. This closes out this report unless other additional significant information is received.